Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that due to a power cord issue on another case. The site had a problem where the cord fell out of the "boom". The battery was low to where the system turned off during the case. The site reconnected the power cord and restarted the system then the issue was resolved. There was a less than 1-hour delay to the procedure and no impact on patient outcome. It was later noted that the site opted to fix the issue themselves.